Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d1: brand name unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided g4: additional PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
It was reported that patient presented with a loose screw, it was replaced with a new screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) unk zimmer screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unk zimmer screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer submitted images for the reported event. X-ray image shows the implant fractured captured in ce-77771-2024. Based on the investigation and risk management file review as per rm-00556-haz, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h3: changed "yes" to "no", h6: entered evaluation codes, h10: added manufacturer narrative, h3 other text : device was not returned.